Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had compromised forced sensor system error alarm before he even started to press and hold the act button. The customer also reported that the insulin was squirting out during manual prime process. The drive support cap appeared normal. The insulin pump will be returned for analysis.